Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6) section h6 - device code(s): 3191 no code available (lathe lines) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced severe halos following the implantation of a preloaded intraocular lens (iol). During surgery, the surgeon observed rings on the lens described as wear marks on the lens which were clearly observe under the microscope. Account indicated that the reported halos were caused by posterior capsule opacification (pco). The symptoms have not improved following the yttrium aluminum garnet (yag) laser procedure. The patient remained dissatisfied. Additionally, although the patient had emmetropia for distance vision, he required further correction when viewing a screen. The iol remains implanted. No additional information was received.